Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the unit was found to have a damaged machined head. The machined head was replaced and resolved the reported issue. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.

Manufacturer narrative:
This incident is being recorded under (B)(4). Once investigation is complete a supplement/final report will be submitted.

Event description:
It was reported that during surgery the device was not cutting evenly across the blade as it was getting stuck at the edges. It is unknown if there was any patient impact, or surgical delay. Both the blade and dermatome were replaced to complete the procedure. No additional information was noted as a result diligence is complete.